Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported patient had their device removed back in (B)(6) 2017 because it was not working. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up with the patient determine that there were "no concerns other than [illegible] to have one [illegible] device implanted in me." The patient indicated that they also had pacemaker. Furthermore, the patient indicated that the device may have still worked, but was not helping the patient's symptoms so the patient changed to botox injections. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.